Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the device alarmed hardware low level failures alarm and motor communication error alarm. Customer's blood glucose was 6.9 mmol/l. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor arm cannot communicate with the main arm error and hardware low level failure alarm was confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. However, the insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor arm cannot communicate with the main arm error or hardware low level failure alarm during self-test. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.